Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va011y0, implanted: (B)(6) 2012, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the patient believed her device had ¿quit working¿ and was not holding her urine since the wednesday prior to the report. The patient went through security with her programmer and implant and had been ¿wetting¿ herself ever since. The programmer did not turn on so the patient needed new batteries for it. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).